Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets did not work and had no flow when plugged in for use. They have a total of 7 unopened devices on the shelf to be returned. No patient involvement.

Manufacturer narrative:
Internal complaint : (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. Three (3) gfe attempts have been performed to obtain the device return. The complaint is now considered as a non-return. If the device is released and received, the file will be reopened and investigated. A follow up MDR will be sent.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets did not work and had no flow when plugged in for use. They have a total of 7 unopened devices on the shelf to be returned. No patient involvement.